Event description:
Litigation papers allege the following: on our about (B)(6) 2010, patient began suffering discomfort, pain, and a feeling of instability in his hip. His pain continued to worsen considerably and significantly impair his ability to walk, stand, work and even sleep. This, combined with patients increased metal ion levels and patients bone scan, which showed concern for loosening, required patient to undergo a hip revision surgery.

Manufacturer narrative:
Patient fact sheet (pfs) form received which identified date of birth and part/lot information. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.